Manufacturer narrative:
Continuation: product ID 3889-28 lot# va0mn9k, implanted: (B)(6)2014. Product type lead: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device, method, result, and conclusion codes apply to both lead 3889-28 lot va0mn9k and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that part of a lead wire had been left implanted because they ¿lost one of the leads down in the hip.¿ there were no further complications reported/anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The patients' prior implant provided therapy relief for her but malfunctioned and suddenly stopped working. The device had to be replaced in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she had her first device removed due to not providing symptom relief. Patient stated when healthcare provider(hcp) removed the last device, an x-ray was done and there was a lead in the right side which they thought was from the original system. Patient stated the healthcare provider (hcp) pulled out the first device and somehow the lead got left. There were no further complications that have been reported as a result of this event.